Event description:
A surgeon reported a pt who was dissatisfied with vision following intraocular lens (iol) implant surgery. The surgeon also reported noting that one of the haptics was missing. The lens was explanted. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (not returned). The optic was scratched-rejectable. While we were unable to determine the origin of the damage. Our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product release criteria. There have been no other complaints reported in the lot number. Additional info has been requested.